Event description:
Consumer reports inaccurate readings on bd paradigm link bgm, analysis run on clarke error grid using competitive readings (69, 90) as ref. Point vs. Bd reading of (90, 130) data points into the "z" done of the grid, outside acceptable ranges.